Manufacturer narrative:
According to the currently available information, it appears there is a problem with the active electrode. To determine an exact root cause a device investigation of the explanted device is necessary. If and when the patient is explanted, the complain will be reopened.

Manufacturer narrative:
(B)(4). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient visited the clinic to be seen for tinnitus. The patient stated that she was not progressing and had never been able to use the progressive maps due to loudness issues. A CT scan shows the electrode to be in the correct position. The patient was re-implanted.

Event description:
The patient visited the clinic to be seen for tinnitus. The patient stated that she was not progressing and had never been able to use the progressive maps due to loudness issue. A CT scan shows the electrode to be in correct position. A re-implantation is planned but a date has not been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned ot the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.